Manufacturer narrative:
Additional information: section d10 - concomitant product the complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling, and device history records. Return testing was not completed as returns were not available. A review shows that the median patient result for lot 42436ud00 was within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Trending review determined no related trend for the issue for the product. Device history record review on lot 42436ud00 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 42436ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 03p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one male patient, that were not reported out of the lab. The following data was provided (customer¿s reference range > 36 ng/l): sample ID: (B)(6), on (B)(6) 2022, initial result = 20 ng/l, repeat result = 70 ng/l. New sample obtained and generated result = 20 ng/l. No impact to patient management was reported.